Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated d4 expiration date: updated h4 device manufacturer date. Updated h6 type of investigation by adding code-3331. H11: corrected data: corrected h6 component codes by replacing code-527 with code-4755. Corrected h6 investigation conclusions by replacing code-4315 with code-4311.

Manufacturer narrative:
Additional manufacturer narrative: the heart is a multivalvular system. Repair or replacement of one valve may affect the function of the adjacent valve by changing the heart structure and hemodynamics. In this case additional surgical/percutaneous intervention was required for the adjacent native valve related to the newly implanted device. The subject device is unavailable for evaluation as the it remains implanted in the patient. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was learned that a patient who underwent an mvr with a 29mm 7300tfx valve, returned to surgery nine(9) days later and underwent avr with a 25mm magna ease, due to moderate aortic insufficiency. Per the medical records , the patient presented with acute on chronic heart failure and chf, ef 25%, dilated lv. The patient underwent excision of a 34mm 4100 mv annuloplasty ring and mvr with a 29mm 7300tfx valve. An intra-op tee demonstrated a competent mv prosthesis with no leak, ef 30%, rv function was good. On pod #3 the patient was noted to be in mobitz ii heart block but returned to sinus rhythm after the avr and medication regimen, an echo showed moderate to severe aortic regurgitation, a tee confirmed a normal aortic valve with moderate eccentric aortic regurgitation directed towards the septum. Despite aggressive afterload reduction, the patient's severe aortic regurgitation remained. It is noted the decision to proceed with avr was made in order to eliminate the aortic insufficiency and give the dilated lv the best chance at recovery. The patient underwent avr with a 25mm magna ease valve on pod #9. It is noted in the op note at one of the posts on the prosthetic mitral valve, the aortomitral curtain appeared to be essentially non-existent and it was felt that the annular deformation was occurring at that point. A post op tee revealed a well-seated, well functioning prosthetic aortic valve, ef 45% , no ai and no mr. The patient was in a stable sr post avr. On pod #15 the patient was stable and discharged home.